Event description:
Facility reported that during hemodialysis treatment the banded connection on venous chamber (where blood enters chamber) disconnected, allowing blood leak and air to enter chamber. Pt's blood returned through arterial line. Approximately 180cc blood loss.pt stable. No additional medical intervention needed.